Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on unk date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated MDR # 1225714-2013-02510.

Manufacturer narrative:
This is one of two device reports for this event; the associated MFR report numbers are 1225714-2013-02509 and 1225714-2013-02510. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient's experience was sudden in nature.